Event description:
Additional information was received that confirmed the shield had been installed by an independent third party service company and it cannot be determined if this was a product malfunction or improper installation by the third party.

Manufacturer narrative:
As of today, the investigation is still in-progress. A follow-up will be filed as needed.

Event description:
It was initially reported on (B)(6) 2019 that an artifact was visible. A hologic field engineer was dispatched to the site and it was noted that the site purchased the unit from a third party who was to completely install the unit including all system calibrations and network configurations. The field engineer arrived onsite and noted that no system calibrations were performed and the third party agreed to have hologic finish the installation. On (B)(6) 2019, while the field engineer was in the room working on the gantry, the aws glass shield shattered with no one near the system. No injury reported.